Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with bilateral sacrospinous ligament fixation, enterocele repair, rectocele repair with perineoplasty, augmentation of the posterior compartment with synthetic mesh and cystourethroscopy due to vaginal vault prolapse large enterocele and recurrent rectocele. It was reported that following insertion the patient experienced dryness, soreness, irritation swelling , unable to have sexual relationship due to the pain. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2014 by (B)(6) due to cystocele with paravaginal defects, and dyspareunia.